Manufacturer narrative:
The field service engineer replaced both measuring cells and performed all checks and calibrations, which were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined. Was device serviced by third party was updated.

Manufacturer narrative:
The customer confirmed the patient's sample did not contain any clots or bubbles. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft4 iii assay result for one patient tested on a cobas 8000 e 801 module. It was requested but not provided if the initial ft4 result was reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial ft4 result was "<2" pmol/l. The patient's repeat ft4 result was 16.2 pmol/l. The customer determined the repeat result was correct and matched the patient's "clinical info." The ft4 reagent lot number was 541093 with an expiration date requested but not provided.